Manufacturer narrative:
E1:(B)(6).

Event description:
(B)(4). Event occurred in the united arab emirates. It was reported that the patient faced hyperglycemia event on (B)(6) 2025. The blood glucose level was 400mg/dl at the time of event and the patient got treated with correction via insulin pen. No further information was available.